Event description:
Information was received indicating that a smiths medical medfuison pump was programmed to infuse caspofungin over 1 hour, the syringe pump ended up pushing the whole medication over 10-15 minutes instead. It was also reported that per the parents, the pump was also beeping, and rn found the syringe empty and device showing syringe empty on screen. The reporter indicated that the setting for caspofungin had the lowest time limit of one hour, so medication was programmed correctly, but the pump pushed it faster that programmed. No adverse effects were reported.